Event description:
Additional information: yes, there was a leak.

Manufacturer narrative:
Additional information: (b.5.) Added event detail. Investigation results: as no picture or sample has been provided by the customer, and our retain samples don¿t show any issue related to a syringe needle connectivity issue, we cannot confirm the defect. Considering the fact the DHR investigation doesn¿t show any abnormality, we could not identify any possible root cause related to the needle manufacturing process at this time. In addition, we confirm that all results for engagement force that is measured as a final test prior to the release of any batch of product to the market were found within the specifications.

Event description:
We have had 3 incidents where the needle when inserted into the screw luer lock came off the syringe. All 3 incidents required us to discard vaccine. No serious harm was reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.